Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The incident involves wrong route administration,with accidental intrathecal injection of contrast medium via an evd. Whilst the patient was undergoing an MRI scan, 12 ml gadolinium contrast medium intended for intravenous administration was injected via the intrathecal route into the external ventricular drain (evd) instead of the peripherally inserted central catheter (PICC) line. The investigation into this incident revealed that the injection port on the evd is a universal luer-lock type, meaning it is compatible with most syringes used for intravenous administration, leading to increased risk of accidental intrathecal injection. The incident had a minor physical effect on the patient and caused no long term harm. The patient was stable immediately following the incident. He showed signs of agitation after returning to neuro ICU with associated tachycardia and sweating. This was resolved with intravenous sedation (midazolam and fentanyl ), and sedation was continued overnight. The patient's condition slowly improved over the course of his neuro ICU admission, and he was discharged to the neurosciences inpatient ward on (B)(6) 2015. He was discharged from the (B)(6) hospital to a rehabilitation facility on (B)(6) 2015. His overall neurological condition remained poor, but there was no suggestion that this was related to anything other than the severity of his initial head injury. On 2/19/16 per rep: re: (B)(4) and in answer to your questions below: the event did not occur intra-operatively. It occurred during an MRI scan. There was no delay to surgery. The device will not be returned for evaluation. This is a design fault. Codman external drainage system ¿ product code 82-1731. Design fault applicable applies to entire product code. The incident was a near miss with potential consequence severe harm/death